Manufacturer narrative:
Lead s/n (B)(4) was returned and the complaint of high impedance was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture locations. The reported complaint of high impedances was caused by the fractured cables at the clik x anchor site. Lead s/n (B)(4) was returned and the complaint was not confirmed. The device passed all tests performed.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation. The patient was reprogrammed unsuccessfully. During the reprogramming session, high impedances were noted on several contacts of the lead. The patient underwent a lead replacement surgery and is now achieving good stimulation coverage post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2317-70, serial #: (B)(4), lot # 20688532, description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation. The patient was reprogrammed unsuccessfully. During the reprogramming session, high impedances were noted on several contacts of the lead. The patient underwent a lead replacement surgery and is now achieving good stimulation coverage post operatively.